Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: this complaint is confirmed as the distal tip of the inner shaft was deformed and the inner shaft would not tighten or loosen. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part number: tft20101. Synthes lot number: e17di0850. Supplier lot number: n/a. Release to warehouse date: 16may2018. Expiration date: n/a. Supplier: eit. No ncrs were generated during production. Device history review : review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a transforaminal lumbar interbody fusion (tlif) spinal fixation surgery on (B)(6) 2021, it was noted that one of the trial implant holder could not be tightened. The inner shaft would not engage and allow to be tightened by the screw knob on the back. This is caused by a deformation of the tip of the outer shaft, thus making the trial implant holder useless. The surgery was completed with an alternative instrument, and was successfully completed without any surgical delay. There was no adverse effect on the patient. No further information is available. This report is for one (1) trial inserter sh connection. This is report 1 of 1 for complaint (B)(4).